Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jan-2019 with the following findings: a review of the pump black box showed no pump reboots or power issues. A visual inspection of the pump revealed no damage to battery compartment or returned battery cap. There was no evidence of moisture inside the battery compartment. The battery cap was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump. Further testing was not able to be performed due an unrelated call service alarm issue which was reported on animas medwatch report number 2531779-2018-20884. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of no power was not duplicated or confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.